Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2010, plaintiff underwent a hysterectomy to try and alleviate her symptoms. The reporter considers the events related to the essure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a hysterectomy. Outcome was not reported. Both the events are listed in the reference safety information for essure. After essure insertion, abdominal/ back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the plausible temporal relationship and the nature of events, a causal relationship between sharp stabbing pelvic pains and heavy bleeding cannot be excluded. This case was regarded as incident since a surgical procedure was required. Other non serious events were reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo in 1996 and mirena. Past adverse reactions to the above products included adverse drug reaction with depo and mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and hernia ("hernia"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, vaginal discharge, hot flush, dyspareunia, back pain and hernia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hernia, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results: on (B)(6) 2008, hysterosalpingogram test performed. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event 'hernia' was added. Lot number was added. Historical drug were added. Lab data was added. Product implant date was updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo in 1996 and mirena. Past adverse reactions to the above products included adverse drug reaction with depo and mirena. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("painful bloating/ pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and hernia ("hernia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy(full), culdoplasty and salpingectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, hernia, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hernia, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: satisfactory essure placements. On (B)(6) 2010, surgical pathology report: showed uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Cervix with squamous metaplasia; negative for dysplasia and malignancy. 2. Uterus with proliferative endometrium; negative for hyperplasia and malignancy. 3. Portion of benign right and left fallopian tubes, each demonstrates prior partial salpingectomy. Negative for endometriosis and neoplasia. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo in 1996 and mirena. Past adverse reactions to the above products included adverse drug reaction with depo and mirena. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain ("painful bloating/ pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and hernia ("hernia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy(full), culdoplasty and salpingectomy(bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, incontinence, dysuria, abdominal distension, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, vaginal discharge, hot flush, dyspareunia, back pain, hernia, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hernia, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: satisfactory essure placements. On (B)(6) 2010, surgical pathology report: showed uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Cervix with squamous metaplasia; negative for dysplasia and malignancy. 2. Uterus with proliferative endometrium; negative for hyperplasia and malignancy. 3. Portion of benign right and left fallopian tubes, each demonstrates prior partial salpingectomy. Negative for endometriosis and neoplasia. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Events added: vaginal bleeding, menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 15-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a hysterectomy. Outcome was not reported. Both the events are listed in the reference safety information for essure. After essure insertion, abdominal/ back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Considering the plausible temporal relationship and the nature of events, a causal relationship between sharp stabbing pelvic pains and heavy bleeding cannot be excluded. This case was regarded as incident since a surgical procedure was required. Other non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.